Event description:
It was reported that the patient was not experiencing stimulation sensation. The patient's battery was not "working" and had not been charged for several months. The patient stated it "did not help like the doctor said it would." The patient had leg pain. The patient never had therapeutic effect. The symptoms had been occurring since implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).